Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-59-improper storage conditions. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 as soon as test strip was inserted in machine accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling clamminess, shakiness and blurred vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. However strips were exposed to extreme heat in car lot# rv5222. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 132mg/dl using true track meter and a new bottle of strips lot#rv5222 that have not been compromised. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.